Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It has been reported by patient's counsel that his client received a durom implant on (B)(6) 2007 in her left hip. Due to pain and difficulty moving or walking from one place to another, the patient had undergone revision surgery. The date of the surgery was not reported.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific events cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).